Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the device did not seal even though an end tone, indicating completed seal cycle, was heard. No tissue damage. No bleeding. No pt injury.